Manufacturer narrative:
(B)(4). Returned for evaluation was a 7.5fr 40cc iab. The serial number on the returned device is (B)(4). Dried blood was noted within the bladder membrane. A type of pink substance was noted on the outside of the catheter. The substance is consistent with decontamination residue. The pressure line was attached to the injection lumen upon return. Blood was noted within the returned 40cc driveline tubing. The distal end of the sheath was located approximately 37.0cm from the distal tip of the catheter. A bend in the central lumen was noted approximately 10cm from the distal tip of the catheter for a length of 11cm. The bend is consistent with having occurred within the returned packaging. The bladder thickness was measured at six points with measurements within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. See other remarks section. Other remarks: a lab inventory 0.025in guidewire was front loaded through the luer end of the iab. No resistance was encountered. The guidewire was able to advance. The guidewire was back loaded through the iab distal tip. No resistance was encountered. The guidewire was able to advance. The iab was aspirated and flushed successfully. The iab was submerged in water and leak tested. Two leaks were noted during the test. The unit failed leak test. Under microscopic inspection, abrasions were noted approximately 18.0cm and 19.5cm from the distal tip of the catheter. Calcification in aorta was noted in the event details. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in the helium pathway is confirmed. The bladder had a full thickness abrasion which allowed blood to enter the iab. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall.

Event description:
It was reported that the event involved a patient deteriorating. The cardio thoracic surgeon inserted the iab on day 4 post redo coronary artery bypass surgery. According to the report the iab was inserted in the patients left femoral artery via a sheath at 0800am on (B)(6) 2015 by the cardio thoracic surgeon and registrar assisting. Insertion performed with no complication, no resistance noted from balloon on insertion. X-ray confirmed good iab tip determination. The biomedical engineer operating pump console (s/n (B)(4)) noted high (bpw) balloon pressure waveform plateau pressures. The balloon volume reduced to 35cc. And watched for another 30 minutes with high plateau pressures remaining. High pressure alarms were noted. Balloon volume reduced to 30cc, bpw in normal parameters. The assisted systole 70 with diastolic augmentation at 250mmhg. The nursing staff noted blood in the drive line and there were no alarms. The cardio thoracic surgeon was called back 3 hours later due to the blood in the drive line. Medical/surgical intervention was required and a second 40cc iab was inserted in the patients opposite femoral artery (right groin). The right groin was used due to the concern of "retracting a potential calcified femoral artery." Normal bpw noted with good augmentation. Patient well supported on pump post insertion of second iab. Patient was reported to be stable throughout catheter exchange. Pump strips were not generated. X-rays were last performed on (B)(6) 2015 and are not available for review. There was a reported delay / interruption in iabp therapy noted as the time required removing the iab from the left femoral artery and the insertion of the second iab into the patient opposite femoral artery.

Event description:
It was reported that the event involved a pt deteriorating. The cardio thoracic surgeon inserted the iab on day 4 post redo coronary artery bypass surgery. According to the report the iab was inserted in the pts left femoral artery via a sheath at 08:00am on (B)(6) 2015 by the cardio thoracic surgeon and registrar assisting. Insertion performed with no complication, no resistance noted from balloon on insertion. X-ray confirmed good iab tip determination. The biomedical engineer operating pump console ((B)(4)) noted high (bpw) balloon pressure waveform plateau pressures. The balloon volume reduced to 35cc. And watched for another 30 minutes with high plateau pressures remaining. High pressure alarms were noted. Balloon volume reduced to 30cc, bpw in normal parameters. The assisted systole 70 with diastolic augmentation at 250mmhg. The nursing staff noted blood in the drive line and there were no alarms. The cardio thoracic surgeon was called back 3 hours later due to the blood in the drive line. Medical/surgical intervention was required and a second 40cc iab was inserted in the pts opposite femoral artery (right groin). The right groin was used due to the concern of "retracting a potential calcified femoral artery". Normal bpw noted with good augmentation. Pt well supported on pump post insertion of second iab. Pt was reported to be stable throughout catheter exchange. Pump strips were not generated. X-rays were last performed on (B)(6) 2015 and are not available for review. There was a reported delay/ interruption in iabp therapy noted as the time required removing the iab from the left femoral artery and the insertion of the second iab into the pt opposite femoral artery.

Manufacturer narrative:
(B)(4).